Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller questioned the accuracy of the diagnostics in percentages of pacing. The atrial pacing did not look accurate given the amount of atrial fibriallation the patient had. Technical services explained the percentages to the caller and the context in which they are not accurate. The device remains in use. No patient complications have been reported as a result of this event.